Manufacturer narrative:
Patient information was unavailable from the site due to legal/confidential reasons. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred preoperatively and caused no delay to the surgery. It was reported that "no signal" was displayed and the system could not start up. The use of the navigation device was stopped. The event could not be confirmed again. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative visited the site and completed a system checkout. Testing revealed that the system performed as intended. The device passed the system checkout and was operational. If information is provided in the future, a supplemental report will be issued.